Manufacturer narrative:
Pump received with cracked,bleeding lcd glass and cracked reservoir tube lip. Unable to perform the displacement due to physical damaged to lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.